Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the trunk cable was pulled from the strain relief, exposing wires inside the distribution node (dn). The cause of the non-functional therapy electrodes is a short inside the dn. The cause of the short is the exposed wires. The cause of the exposed wires is the pulled cable. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.